Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that that insufficient reprocessing might have occurred due to the handling methods which deviated from the reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested that olympus fulfill a request from their infection prevention specialists for a reprocessing in-service for ears, noise, and throat (ent) clinic staff members. An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques. The customers ent staff members stated that they were not completing bedside pre-cleaning. Staff also stated that they were completing the leakage testing after the scope had been manually high-level disinfected, causing insufficient or incorrect reprocessing. Customer was reprocessed with a different procedure from the instruction manual. Ess instructed staff members on the importance of completing all reprocessing steps as per instructions for use recommendations. Ess reviewed bedside pre-cleaning, manual cleaning, and manual high-level disinfection information during in-service. The customer was provided with a copy of the ontrack for reference.